Manufacturer narrative:
Concomitant medical devices: sedr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported an infection occurred and there was growth on the atrial lead. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.